Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an elevated heart rate of about 140 beats per minutes. The cardiac resynchronization therapy defibrillator (crt-d) was functionally undersensing atrial events during atrial tachycardia/atrial fibrillation (at/af) episodes; the atrial events were falling in the blanking period and causing the device to end detection of the at/af episode. The device was functioning as programmed and as designed; it remains in use. No further patient complications have been reported as a result of this event.